Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported failure to advance could not be tested as it was based on operational circumstances. Based on the visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported failure to advance and reported treatment appear to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the heavily tortuous distal left anterior descending (lad) artery. The 2.8x19mm graftmaster failed to cross the lesion due to interactions with the patient's anatomy and was removed without reported issue. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. An unspecified device was used to successfully complete the procedure. There was no additional information provided.